Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, e2, e3, g1, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 30-aug-2022 to 29- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system's configuration need to be updated. The technical support specialist had configured some of the devices ssms to simple, also confirmed that there was no issue with the pyxis anesthesia system. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user from login. The customer stated that they swapped the station with a different device. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the device's logs showed event ID 41 "kernel power with error", which could be caused if the system stopped responding unexpectedly. A technical support specialist checked all device's and did not encounter any error, and also had configured some of the devices settings to simple. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user from login. The customer stated that they swapped the station with a different device. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.